Event description:
Hill-rom received a report from a hill-rom technician stating a lift strap on a multirall was torn according to the customer. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
When hill-rom technician investigated the lift, the lift strap was broken. It is unk if the facility performs preventative maintenance on their lifts. The technician replaced the lift strap to resolve the issue. Based on this info, no further info is required.